Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and pain. Device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device has been returned to allergan for analysis and the device weighed 284.71 grams. A visual analysis noted creases on the device shell. Under microscopic analysis a sharp-edged opening was noted as an unidentified tear. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as to an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side rupture and pain. Device has been explanted.